Manufacturer narrative:
(B)(4).

Event description:
The pt could see about one inch of metal at the bottom border of the pump. He went to the ER on (B)(6) 2011; they sent him home with gauze over it and directed him to his managing physician. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.